Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen issue on the liberty select cycler. Issue occurred in unknown phase/ cycle of dialysis. Pressed ok, stop, and touched the screen but remained blank. Rebooted cycler, ok and stop keys lit up but screen remained blank. Replaced cycler due to blank screen issue. Last treatment completed was on (B)(6) 2023. Patient does know how to perform capd. The fresenius technical support representative issued the cycler replacement. Estimated time arrival (B)(6) 2023 by 8 pm. Scheduled pick up for (B)(6) 2023. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. A new cycler has been delivered. No patient adverse effects were experienced and no medical intervention was required. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.